Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 504mg/dl. The customer alleged that the pump was not delivering insulin properly; however this could not be confirmed as customer was not experiencing the issue at the time of the report with tandem technical support. Customer declined a system check as customer indicated pump was functioning as intended since event. Additionally, it was reported the high bg alerts did not annunciate. Subsequently, customer was hospitalized. Bg was treated with intravenous insulin and saline. Reportedly, the customer was released on (B)(6) 2020 with the issue resolved and no permanent damage.